Manufacturer narrative:
MFR received date: 22 aug 2019. Per review of the diagnostic report (drpt), it shows that the unit restarted and the cpu board was replaced to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29aug2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date received by manufacturer: 05 november 2019. Date of this report: 14 november 2019. The service technician replaced the touch screen to address the touch screen issue. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance & resistance ratio were out of spec. Fault are found on this returned touchscreen.